Manufacturer narrative:
H10: the device was evaluated on site by a qualified baxter technician. The event history log showed that several warning alarms stating ¿access extremely negative¿, "access extremely positive", "filter extremely positive" and "return extremely positive" was triggered prior to the reported general system failure (code 1) alarm. However, it was unclear if these alarms are related to the general system failure. The user manual instructs the user to return the blood manually to the patient in case of general system failure to prevent harm to the patient. Self-check and simulated treatment were performed with positive results. The machine was found conforming and it was returned to the clinical service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismaflex control unit, a general system failure alarm (code 1) was generated, "blood return was impossible and the set could not be removed during use". The extracorporeal blood was not returned to the patient. The amount of blood loss was not reported. Treatment was discontinued, and the patient was transferred to another control unit. No patient symptom was reported; however, it was reported the patient required a blood transfusion. No additional information is available.